Event description:
This complaint is now reportable based on the analysis completed on 03/12/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x28mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the moderately tortuous, moderately calcified distal left circumflex (lcx). The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The returned device was consistent with the complaint incident. Visual examination of the returned device revealed proximal stent damage. This type of damage is consistent with the device meeting some form of restriction during the withdrawal of the device. Visual examination of the hypotube revealed a severe kink. The kink was measured at approximately 2.2cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause.